Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced four infusion sets crimped cannulas within 3 hours of insertion. Site of insertion was abdomen. Patient's blood glucose at the time of issue was 590 mg/dl. Patient took correction injection via multi daily injections to address high bg. Patient replaced infusion sets and resumed insulin successfully. No further information available.